Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting the system, it was stuck in "initializing system, please wait". There was no patient involvement.